Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2023, further described as "last week". The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of the amia automated pd set with cassette was off (disconnected) in the overpouch. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a loose green cap to the patient connector inside a closed pouch. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.